Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number (B)(4). We checked the returned unit and confirmed that the distal end assy w/ccd module shadow in image. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end assy w/ccd module. In addition, we confirmed that the segment steel braid broken, the remote control button(1) cut, the remote control button(2) cut, the objective lens unit scratched, the insertion flexible tube (ift) bump, the operation channel resistance, and the insertion flexible tube (ift) discolored; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).